Event description:
It was reported that following an MRI, a pump motor stall was confirmed. The patient had just had the MRI and no recovery had been recorded as yet. No symptoms or outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.